Event description:
Pt reported experiencing eye irritation after using simplicity contact lens solution; this is an all-in-one cleaning, soaking, and enzyme cleaning solution. Purchased a box containing two bottles of this solution. During the middle of june 2002, pt opened the first of the two bottles and used approx 1/2 of the bottle. Their eyes subsequently felt irritated. At the end of july 2002 they opened the second of the two bottles and used approx 1/3 of the bottle. Pt reported that their contact lenses felt as though they were sticking and they would have to move them up and down on eyeball. Also experienced light sensitivity. Pt subsequently visited their ophthalmologist who told them that their corneas were severely scratched. He recommended that pt stop using contact lenses for one week, and gave pt a steroidal medication as well as an antibiotic. Pt reported that he did not know the exact cause of condition but implied that the contact lenses were at fault. Lenses are only two years old. When pt later attempted to purchase new lenses, they were told by their optician that their current lenses looked "like an orange peel" because of the deposits from the contact lens solution they had used. Additionally, he could not give pt new lenses because there had been a drastic change in their corneas. Pt is convinced that the contact lens solution is the cause of these problems. Consumer returned both bottles of solution. The products were tested by MFR and found to be totally within specifications.